Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the stimulation was off for extended time due to hospitalization. Once jumpstarted didn't hold charge. The cause was age of battery and being jumpstarted. New battery implanted, works fine. Was 16 days inpatient and wanted to avoid damaging new battery. Device status was unknown.

Event description:
Information was received from a patient on 2021-01-13 who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was to get assistance w/ the external equipment. Pt states that the pp powers on, but will not sync w/ the ins because she keeps getting the poor communication screen. Patient services attempted to connect the insr w/ the ins, but was unable to due to the reposition antenna screen appearing. Pt tried adjusting the insr antenna but still got the reposition antenna screen. Patient services asked when the pt last recharged the ins. Pt states that she "wants to say a couple of weeks ago", noting that she had physical therapy and the stimulation "bugged the heck" out of her, so she turned the ins off. Pt confirmed she was not feeling stimulation currently, and that she recharged the insr to full last weekend. Pt noticed this issue around ("pt wants to say") in october or november, stating that the ins worked for a couple of weeks in december, but since then she hasn't been able to use the external devices. The patient was redirected to their hcp. Additional info was received from the patient on 2021-03-08. It was reported that the issue was resolved by nurse. Device jumpstarted. Stimulator working, concerned about life of battery. Additional information was received from the patient on 2023-04-12. The caller noted that the battery went "kaput" and had to be replaced. Caller stated this happened during year 6 of having the implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.